Event description:
Rn attempted to flush zassi bowel management system and noted major leakage of stool. Rn removed fluid from the balloon and attempted to remove the zassi from the patients rectum, but met resistance. Unable to remove zassi from the patients rectum, and so it was removed digitally. After removal the rn noted the zassi to be broken in 2 pieces at the insertion site. Patient without injury and did not require additional intervention.